Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 300 units of insulin. Subsequently, cold insulin was being used to fill the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.